Manufacturer narrative:
Manufacturer's investigation conclusions: the reported low speed alarms, as well as elevations in pump power/estimated flow, were confirmed via the log file data provided by the account. Log files (B)(4) and (B)(4) contained overlapping data spanning from day 1376 hour 7 minute 3 to day 1394 hour 16 minute 1, per the timestamps. Low speed alarms were captured on day 1384 hour 6 minute 38 while the system was supported by the power module. No other notable alarms were noted. Transient power/estimated flow elevations were recorded on day 1387, 1390, and 1391. Based on our complaint history and similarly reported events, the data captured in the log files is consistent with a potentially compromised wire within the patient¿s percutaneous lead; however, a specific cause for the low speed alarms cannot be conclusively determined through this evaluation. A specific cause for the change in pump parameters cannot be conclusively determined through this evaluation. The patient reported hearing an intermittent sound when switching from batteries to the power module and was asymptomatic at the time of the event. The center saw the patient and was concerned about a possible percutaneous lead issue. The patient was instructed to bend their percutaneous lead, but the reported alarm was not reproduced. The patient was instructed to remain on battery power at all times and remains ongoing on the device. The heartmate ii lvas IFU and patient handbook contain information on caring for the percutaneous lead. All heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 3 years and 10 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient observed an intermittent sound when switching power supply from battery to power module. Log files submitted reported low speed operation (2000rpm & 4000rpm) at outpatient. This type of behavior could possibly be linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. X-rays appear unremarkable. Since there are no pump stops or alarms observed during interrogation, the patient will continue to monitor the patient for further alarms. The patient is stable and asymptomatic at that time. No additional information provided.